Event description:
It was reported that during a low anterior resection procedure, the 4-40 stud of handpiece was broken during installing the blade. Use another handpiece to finish the procedure. There was no reported patient consequence.